Manufacturer narrative:
The field service engineer performed troubleshooting, including performing cell rinse adjustments, checking the gear pump pressure, and replacing cell rinse station tubing. The investigation determined the issue was related to the cell rinse function and the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for albumin and urea on a cobas 8000 c 702 module. The customer stated that for urea, initial results ranged from 0.1 mmol/l to 0.5 mmol/l, but upon retesting, values were observed between 20 mmol/l and 50mmol/l. For albumin, initial resulted ranged from 0.1 g/l to 0.5 g/l, but upon retesting, values were observed between 20 g/l and 50 g/l.